Event description:
Country of complaint: (B)(6). After placing prospace in one side of the intervertebral space, the surgeon continued to remove cartilaginous tissue in the other side of the intervertebral space. At this time the blade broke and the broken tip was trapped inside the space. It took 5 minutes to remove the broken tip.

Manufacturer narrative:
Evaluation: instrument manufactured in 2002. Material and hardness (56 hrc) correspond to the specifications. There are no hints for material or product failures. The surface of the breakage shows signs of corrosion. The instrument was cracked during a previous surgery. This crack resulted in a reduced firmness of the affected part, so that even with normal force, a breakage is possible. The root cause of the breakage is the incipient crack which was caused by a mechanical overload situation.